Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(4), is related to case with patient identifier (B)(4).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 44 mg/dl (strip lot 496858), 204 mg/dl (strip lot 496752), and 40 mg/dl (strip lot 496858). Results were obtained using different strip lots. No adverse event reported. Return of the suspect device was requested for evaluation.